Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood and tissue. The reported events of helix mechanism issue, failure to capture, and r-wave amplitude variation were not confirmed. A visual and x-ray examination of the lead revealed no anomalies. Electrical testing revealed no indication of conductor fractures or internal shorts.

Event description:
It was reported that low sensing and high capture resulting in loss of capture was observed on the right ventricular (rv) lead. The cause of the event was a microdislodgement of the rv lead. An attempt to reposition the rv lead was performed, but the helix was unable to be manipulated. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.